Event description:
It was reported by the customer that bd pyxis¿ medbank tower was unable to issue onycodone 10mg with a message "did not have the quantity in the cabinet to issue" but they had 25 available to issue. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture 11-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was unable to issue onycodone 10mg with a message "did not have the quantity in the cabinet to issue" but they had 25 available to issue. A technical support specialist logged into the cabinet and found the message "couldn't exceed the total quantity on the med order of 0.1mg" which meant that the pharmacy set the total allowed to be issued was 0.1mg, advised the pharmacy to change it to a whole number as this was not a fractional issued item and customer was able to add the item and issue it using the override code that the pharmacy provided. The system functioned as intended after troubleshot by the technical support specialist.